Event description:
It was reported that the patient experienced slight weakness on the patient's right side, for the previous "couple of months." A CT myelogram was performed and confirmed the presence of a granuloma. The patient's device was scheduled for explantation on (B)(6) 2010. The patient's pump contained dilaudid, bupivacaine, and clonidine. There was no information provided regarding the concentration or dosages of the medications used in the patient's pump. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).